Event description:
This procedure was performed in another country. Thrombus was formed after 3 days of the stent implant in the bifurcation of the ica. The 3.8mmx20mm vessel is reported as very serious calcification. There was pre and post dilatation at the time of procedure. Intravenous thrombolytic pharmaceutical intervention therapy was completed twice, however, it was not successful. The pt experienced left side paralysis. Two years later, pt followed-up in another hosp, and found the stent was deformed and the family decided to submit product complaint to sfda. The patient follow-up is reported as the pt expired. Unknown date of death. No images of procedural reports are available for investigation.